Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion and corrections. The adverse event problem section (h6): medical device problem code is being updated from conflicting results to false negative result. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 144070 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 144070 and test base part number 195-430h / lot 138199a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 144070 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported an unconfirmd negative positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021 with a nasal swab that generated negative results. The consumer reported taking a covid test (unknown platform) at a state test facility that generated positiive results. Confirmation testing information was not provided. The consumer indicated that nine (9) family members encountered the same issue and were symptomatic. No additional information was able to be obtained regarding the family members. No additional patient information, including treatment and outcome, was provided.

Event description:
The user reported conflicting results with the binaxnow covid-19 ag on a direct tested nasal kitted swab. The user reports taking a unknown type of covid test at a state facility and receiving positive results. Repeat testing was performed with binaxnow covid-19 ag generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.